Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported following an intraocular lens (iol) procedure, a patient experienced hypermetropia and anisometropia causing blurry vision. The lens was exchanged in a second procedure. Additional information has been requested.